Event description:
The customer reported that the system had a check sum error and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram and floppy drive were replaced during the service call. Customer declined further service. System is still down.